Event description:
It was reported that the surgeon was inserting a +21.5 diopter one piece collamer lens and the lens injector was stuck, and the foam tip plunger pushed the lens out which tore the lens. The surgeon removed the lens with no patient complications, and another lens of the same model and power was used. No patient injury.

Manufacturer narrative:
The product pertaining to this claim was not returned; however, the lens was received and a visual inspection shows one haptic is torn off of the lens and is missing. There is clear surgical residue on the lens. It should be noted that the injector and cartridge were not returned for evaluation. Evaluation: an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in june 2005. Possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the manufacturing of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.